Manufacturer narrative:
Retainer ring = black customer returned insulin pump for an alleged cosmetic damage located at the top of battery compartment, critical pump error (open book image) alarm and unexpected battery power loss found on (B)(6) 2021. Device received with a cracked battery tube threads. Device was also received with a blank display. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, self test or verify critical pump error (open book image) alarm due to blank display. During visual inspection, the cracked case-corner of belt clip rails near the battery compartment shifted the battery tube out of position not allowing proper contact between the battery cap contact and battery tube. Device was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Unable to download firmware using crest due to blank display. Unable to download history files and traces using thus due to blank display. The battery tube assembly was pushed back into the right position and the insulin pump was able to power up. However, the pump alarmed critical pump error (open book image). Successfully utilized crest and thus to download history files, traces and comlink3 files. Critical pump error (open book image) alarm triggered by three consecutive pump error 53 alarms on (B)(6) 2021 15:50:57.000, (B)(6) 2021 15:51:44.000 and (B)(6) 2021 15:52:06.000. Pump error 53 alarm due to software error. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage and loaded voltage were within specification range. No unexpected battery power loss or replace battery alert/replace battery now alarm were recorded in the formatted history file for the event date. However, low battery alert was recorded and found in the formatted history file on: (B)(6) 2021 04:32:00.000. Replace battery alert was recorded and found in the formatted history file on: (B)(6) 2021 14:03:00.000. Replace battery now alarm was recorded and found in the formatted history file on: (B)(6) 2021 14:34:00.000 and (B)(6) 2021 14:44:00.000. Failed battery/battery failed alarm was recorded and found in the formatted history file on: (B)(6) 2021 15:50:19.000 to (B)(6) 2021 15:52:06.000 and insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2021 15:50:34.000 to (B)(6) 2021 15:52:06.000. Upon checking on the detail trace file, low battery alert, unexpected battery power loss or replace battery alert/replace battery now alarm were expected since the battery has low power and customer high pump usage. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay, a cracked battery tube threads, a scratched case, a cracked case-corner of belt clip rails near the battery tube compartment and a serial number label fading. Cosmetic damage was confirmed located at the top of battery compartment. Blank display was confirmed due to shifted battery tube assembly. However, the battery tube assembly was pushed back into the right position and the pump was able to power up. Critical pump error (open book image) alarm confirmed due to three consecutive pump error 53 alarms. Pump error 53 alarm due to software error. Unexpected battery power loss or replace battery alert/replace battery now alarm not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that they received image book on insulin pump then it switched off. Customer stated insulin pump had crack the top of battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.